Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Threads fall apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that the threads fall apart. No injury reported.